Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the blue connector came off when they tried to use it. It was noticed before use. No patient involved.

Manufacturer narrative:
The device history record file was reviewed and no discrepancies were found according to the failure mode reported. Four pictures and one decontaminated sample without original package or lot number was received for evaluation. After performing visual inspection based on our procedures the reported issue was confirmed; missing solvent can be observed in the tube. A gemba walk was performed at the manufacturing area with the multifunctional team (quality, manufacturing, engineering). After this gemba walk the specific root cause could not be found. The current process was running according to approved specifications. A probable root cause could be that at the time of manufacturing, the station sensor was not adjusted. Based on the most probable root cause for the condition reported, a maintenance order was created to address this root cause on january 13, 2020. With this maintenance order control boxes are installed for protection of the optical fiber modules and sensors to avoid damage and bad adjustments. The process is running according to product specifications meeting quality acceptance criteria will be keep monitoring the process for any adverse trends that require immediate attention.